Manufacturer narrative:
E1. (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood leaked from the non-patient end of the device. Another bd vacutainer® eclipse¿ blood collection needle had defective threads on the non-patient hub for connecting the tube holder. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage and defective product/component was observed. Additionally, 10 retain samples were subjected to sleeve function testing and the issue of sleeve leakage was not observed. Also, 30 retain samples were subjected to visual inspection for damaged threads and the issue of defective product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage and defective product/component. The root cause for the sleeve recovery failure was determined to be insufficient lube coverage on the np cannula due to improper maintenance of the np lube wheel. Based on a review of batch records, no root cause from manufacturing was identified as a contributor for defective threads. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood leaked from the non-patient end of the device. Another bd vacutainer® eclipse¿ blood collection needle had defective threads on the non-patient hub for connecting the tube holder. There was no report of adverse impact to patients or users.